Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. The inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress, visual summary analysis of the lead indicated damage at implant. Visual summary analysis of the lead indicated stretching. Lead returned with the helix extended, and it does not retract(lead and conductors are stretched,damaged at implant attempt)which hangs-up inside the introducer at times, test did pass. (B)(4).

Event description:
It was reported that the physician had difficulty positioning the lead in the patient. Additionally, the lead was difficult to remove from the patient and was observed to be elongated when explanted. The lead was replaced. No patient complications have been reported as a result of this event.